Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into back up mode. It was also noted that ICD and right ventricular (rv) lead failed to convert the rhythm and patient had to be externally defibrillated. The ICD and rv lead was explanted replaced with new devices. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of inadequate hv output was not confirmed. Reported event of inappropriate or unexpected reset was confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due reset error, consistent with external defibrillation performed in the field. User manual indicates external defibrillation is capable of inhibiting device operation. The device was restored from backup vvi mode, and functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.